Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they cannot make setting changes via the nav-ring nor the touchscreen. The unit was being used on a patient at the time the reported issue occurred. However, there was no patient harm.